Manufacturer narrative:
Event date changed to (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the rca. Approx 6 months post index procedure the patient suffered cerebral infarction. The investigator and safety assessed the event as not related to the index device or anti-platelet medication. The patient recovered.